Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the purge leak was not determined since no product was returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 67-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. During support, purge fluid was observed to be leaking from the purge sidearm, but the exact location was not clearly specified. Sodium bicarbonate was used in the purge solution. A purge sidearm bypass was performed to resolved the issue. There were no reports of harm to the patient.